Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic urological procedure, the outer seal was not set properly, so it fell when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.